Event description:
It was reported through a journal article that a patient treated with a hook plate for a medial malleolar fracture developed a superficial infection associated with early fixation failure and underwent revision surgery with hardware removal, debridement, and repeat fixation. The patient¿s fracture healed without further complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. G2: literature - suraci f, benelli c, carta b, et al. Medial malleolar fractures: hook plates versus lag screws fixation. A prospective multicenter observational study. Lo scalpello journal 2026;40:46-54. Https://doi.org/10.36149/0390-5276-366. H10: unknown gorilla hook plate. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.